Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A middle portion of the lead measuring 17.4 cm returned for analysis. External insulation abrasions were noted from 5.9 cm to 6.1 cm and from 6.0 cm to 6.2 cm from the proximal end of the lead, consistent with friction against the pulse generator can. All other damage found was sustained during surgical procedure.

Event description:
This report is to advise of an event observed during analysis.